Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The non totally occluded diffuse target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. After pre-dilation was performed using a 2x12m emerge balloon catheter, a stent was implanted in the lesion. Then a 3.50mm x12mm nc emerge® balloon catheter was advanced for post-dilation. There were calcium protruding the stent strut. However, during the second inflation before reaching rated burst pressure at 18 atmospheres, the balloon ruptured after being inflated within 2 seconds. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. The distal tip, balloon, markerbands, proximal bond and hypotube were microscopically inspected. Inspection revealed a burst in the balloon material, 5mm in length. There were numerous kinks found in the hypotube. Microscopic inspection found the remainder of the device free of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The non totally occluded diffuse target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. After pre-dilation was performed using a 2x12m emerge balloon catheter, a stent was implanted in the lesion. Then a 3.50mm x12mm nc emerge balloon catheter was advanced for post-dilation. There were calcium protruding the stent strut. However, during the second inflation before reaching rated burst pressure at 18 atmospheres, the balloon ruptured after being inflated within 2 seconds. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.